Manufacturer narrative:
The brush with foreign material and the device were returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that while brushing the device during reprocessing, a black foreign material came out of the channel. The reported defect occurred during reprocessing after the first use after the device was delivered. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4, after precleaning. There was no report of patient injury associated with the event. The device was used in the procedure for inspection, and there was no bleeding or black foreign material on inspection, so the user facility is concerned that it may be the foreign material derived from the endoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The brush with foreign material and the device were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following: there was no abnormality on the exterior of the device. When the inside of the instrument channel was checked using an industrial endoscope, there was no damage to the tube and no foreign material remained. It was confirmed that the cleaning brush used at the facility was a brush made by piolax, inc. As a result of component analysis of black foreign material adhering to the brush, components of silicon, fluorine-based compounds, and powdered carbon were detected. The silicon and fluorine-based compounds detected in the foreign material were gel-like. In addition, powdered carbon was dispersed in the component. It was confirmed whether similar ingredients were used in the device manufacturing process, but it was found that the substance was not used in the manufacturing process. In addition, in the manufacturing process, endoscopes are inspected after manufacturing, cleaned, and then shipped, so omsc determined that even if manufacturing material is attached to the device, it is extremely unlikely that it will remain after shipment. Therefore, the black foreign material was not of endoscopic origin. Also, from the component analysis result, omsc determined that the foreign material was not of human origin. Based on the result of the above investigation, omsc determined that the reported event was most likely caused by the handling of the device. It was not possible to determine what the foreign material was, but foreign material may have entered the channel between the time the device was shipped and the time foreign material was confirmed. As a possible factor, if a cleaning agent or abrasive is kneaded into the non-olympus brush used, or if an antifoaming agent is used, it may be a factor depending on the component. The device had no repair history. The instruction manual provides warnings about cleaning, disinfection, and sterilization procedures. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.